Manufacturer narrative:
This MDR is part of a remedial submission made in response to FDA form 483 observations to ensure full reporting compliance.

Event description:
It was reported that the user experienced hyperglycemia while using the ilet, expressed concern that insulin delivery was not occurring, and worked with an agent to test the cartridge and tubing and to fill the cannula, with no occlusion observed; the device alerted for high glucose, and blood glucose values were reported as 269, 255, and 236 mg/dl before returning to range later the same day. Symptoms included hyperglycemia without reported physical complaints. Outcomes included correction of blood glucose back into range without outside assistance or medical intervention. Investigation included guided troubleshooting of the infusion set pathway and cannula fill, as well as monitoring of subsequent blood glucose response. Investigation of this case revealed no device occlusion or hardware malfunction and an unclear cause for the transient high glucose. It was concluded, based on previously established findings for similar reports, that the cause was unknown. If the device is returned, a physical evaluation will be performed, and a supplemental will be submitted.